Event description:
It was reported the patient's lead was explanted and replaced. It was reported the patient now receives effective stimulation therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had trauma to her neck which caused the stimulation to change and she now receives uncomfortable stimulation at the top of her head along with overstimulation. Images taken revealed the lead is fractured. Reprogramming was successful in spite of several contacts with high impedances. Surgical intervention may be taken to address the issue.